Event description:
It was reported that during un-packaging of the 4.0 x 23 mm vision stent delivery system (sds), the stent dislodged from the sds when the protective sheath was removed. There was no resistance noted. The sds was replaced and a new vision was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.